Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified external iliac artery. A 8.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the fifth inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post procedure.